Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had difficulty maintaining six to eight coupling boxes unless they were standing up. It was indicated that the battery was tilted in their pocket which may have led or contributed to the issue. The antenna locate feature was used for troubleshooting. It was reported that the patient would get an abdominal binder to help. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.